Manufacturer narrative:
Visual inspection was performed on the returned product. Subject device was returned without t-1, t-2 s or suture. The tip of the needle was observed to have a well-defined crimp which is used to keep implants on the needle until deployment is intended. A review of the device history records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscus repair procedure utilizing ultra fast-fix assembly - curved, it was reported that the t-2 implant slipped off of the needle while inside of the patient. T-1 implant was properly seated, and the t-2 implant fell off of the needle prior to implantation. Both t implants were removed from patient. It was reported that there was a 10 (ten) minute delay in the procedure. A backup device was available and the surgery was completed with no reported patient injuries or complications. (B)(4).